Event description:
Medtronic received a report the tip of the catheter prematurely detached. The coaxial system was used to deliver the mirage guidewire and apollo floating microcatheter. Because the distal of the vessel was very tortuous, repeated attempts were needed to push the mirage wire in place to the target vessel. After repeated attempts, the guide wire was finally pushed into target vessel. The guidewire angiography found the detachable tip of the apollo floating catheter had been detached. The apollo catheter was withdrawn and replaced. The surgery was successfully completed. There was no friction or difficulty during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm and no surgical or medicinal intervention required. The devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications reported. The patient was undergoing arteriovenous malfunction. The patient had severe vessel tortuosity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's blood vessels were severely tortuous. When establishing the path to the lesion, due to the number of operations, the apollo tip that could be detached accidentally fell off.

Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened apollo inner pouch. The mirage guidewire used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. No other anomalies were observed. Testing/analysis: the apollo usable length was measured to be ~163.1cm (specifications: 165.0cm ± 2.5cm). The detachable tip length could not be measured as it was not returned. The ldpe coupling tube overlap length was measured to be ~ 1.6mm which is within specification (specifications: 1.0mm - 2.5mm). Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was not attached to the catheter. Possible causes are high patient vessel tortuosity, and incompatible devices. Customer reported patient vessel was very tortuous, repeated attempts were needed to push the mirage into target location, no force was applied during removal, catheter tip was not entrapped/stuck, no vasospasm, and devices were prepared per IFU. It is likely the reported high vessel tortuosity caused the premature detachment. As the detachable tip and mirage guidewire used in the event was not returned for analysis, any contribution of the detachable tip and mirage guidewire towards the failure could not be assessed. The mirage guidewire is compatible for use with the apollo micro catheter. The DHR review found the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.